Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device restarted suddenly and the following messages were displayed "device restarted due to error". There was no report of patient involvement.